Event description:
The pt had poor range of motion and was experiencing pain in the joint. The surgeon decided to revise the knee. He found that tibial tray was loose and he replaced both tibial and femoral components with revision components complete with offsets and stems on both. They used a ps poly as well. MFR ref #: 3005180920-2015-00068.